Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was under infusing. The event occurred during testing. There was no patients invovled.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: customer reported that the device was under infusing. Unable to duplicate customer problem, three separate delivery accuracy tests were performed. Performed three separate delivery accuracy tests, visually inspected the pump. Unable to determine who or what caused the problem. Trimmed expulsor.

Event description:
It was reported that the device was under- infusing. No patient injury was reported.